Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The reported event was confirmed by review of x-rays. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with modular stem. Modular stem body oblique fracture with lateral displacement of the distal stem fragment. Risk factors for the modular body fracture include poor fixation related to bony deficiency at the proximal stem, loosening of the femoral stem and general reduced bone mineral density. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a right hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown date due to a periprosthetic fracture.

Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.